Manufacturer narrative:
The reporter's meter and test strips were provided for investigation where they were tested using retention controls. Testing results (qc range = 4.1 - 6.8 inr): qc 1: 5.0 inr. The obtained qc values were in the allowed range of the used combination strip lot: qc lot. All measurements were without error messages. Medwatch fields d9 and h3 have been updated.

Manufacturer narrative:
The customer's meter and test strips were requested for investigation and replacement product was sent to the customer. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Medwatch field initial reporter occupation - the occupation is patient/consumer.

Event description:
It was alleged that a patient received discrepant results when testing with coaguchek xs meter serial number (B)(4). At 8:05 a.m., a sample from the patient was tested using the meter, resulting in a value of 4.0 inr. At 8:07 a.m., a sample from the patient was tested using the meter, resulting in a value of 3.2 inr. At 8:09 a.m., a sample from the patient was tested using the meter, resulting in a value of 2.7 inr. The patient's therapeutic range is 2.0 - 3.0 inr.